Event description:
It was reported that during a da vinci-assisted prostatectomy-radical w/o lymphadenectomy surgical procedure, intuitive surgical, inc. (Isi) representative contacted isi technical service engineer (tse) and reported that they had issues with universal surgical manipulator (usm) 4. The caller stated that when the surgeon released the grip of the master tool manipulator (mtm) the instrument was moving, and the surgeon was also experienced tension on usm 4 as well. The tse reviewed system logs and found error #23075 surgeon's hand may not have been touching the right mtm while in following mode. Tse recommended customer attempt to reseat the sterile adapter (sa) and instrument and then tried a new instrument. Prior to contacting tse, caller stated they had already tried troubleshooting. The customer was proceeding with the case. The isi field service engineer (fse) was dispatched to site to further troubleshoot. The procedure was completing as planned with no reported injury.

Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse contacted the clinical sales representative (csr), and the csr stated that the issue comes in when the surgeon has the head inside and not while controlling the master tool manipulators (mtms). The fse observed that the surgeon side console (ssc) 2 was on an uneven floor. Fe observed when hands are removed from grips and head was still in the console, the right master tool manipulator (mtmr) on ssc2 had movement due to the uneven floor. The system passed all the tests. The fse pulled the ssc to a more even flooring and did not notice any abnormalities in the psc. The system was verified and ready for use. Intuitive surgical inc. (Isi) has not received the da vinci product associated with the customer-reported complaint.